Manufacturer narrative:
The returned product was examined under magnification. The screw showed slight damage around the hex recess on the head, with slight scratches and some minor denting on two edges of the hex recess. The screw showed a silver color along the length of the screw on each of the thread edges as well as around the sides of the screw head where the blue anodization had worn away. No other significant signs of damage or wear were observed. It is not possible to determine if the damage seen around the hex recess or the anodization wear occurred during implantation or removal. Additional mdrs associated with this event: 3025141-2022-00017: screw 1, 3025141-2022-00018: screw 2, 3025141-2022-00019: screw 3, 3025141-2022-00020: screw 4, 3025141-2022-00021: screw 5, 3025141-2022-00022: screw 6, 3025141-2022-00023: screw 7, 3025141-2022-00025: plate.

Event description:
While explanting hardware from the patient (during routine hardware surgery), the surgeon found four broken screws. It is not known if the screws were broken during removal surgery or were broken post-op (the first surgery). Broken portions of each screw were left implanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2022-00017 follow up 1: screw 1. 3025141-2022-00018 follow up 1: screw 2. 3025141-2022-00019 follow up 1: screw 3. 3025141-2022-00020 follow up 1: screw 4. 3025141-2022-00021 follow up 1: screw 5. 3025141-2022-00022 follow up 1: screw 6. 3025141-2022-00023 follow up 1: screw 7. 3025141-2022-00025 follow up 1: plate.